Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative. It was reported that on the day of report they were unsure what the issue with the device was. There were no known factors that may have led or contributed to the issue. Reprogramming was conducted to try and resolve the issue. The issue was stated to be resolved at the time of report. It was reported that surgical intervention was scheduled to occur on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.